Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is inoperable and issue was confirmed by sjm representative. The patient last recharged the ipg over a year ago. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016. Therapy was resumed and issue is resolved.